Manufacturer narrative:
The reported events of intermittent loss of capture and insulation damage were confirmed. A complete lead was returned in one piece for analysis. Visual examination found the outer insulation was breached/damaged located at the proximal region of the lead consistent with procedural damage. The cause of the reported events was isolated to the breached/damaged outer insulation consistent with procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited intermittent loss of capture. The patient was presented for the rv lead explant procedure. During the procedure, after pocket opened, it was noted that the rv lead exhibited insulation damage. The rv lead was explanted and replaced. The patient was in stable condition.